Event description:
It was reported that pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The 33mm device was successfully inserted into the laa after one partial recapture was performed. After the procedure there was no effusion present and protamine was not given after the case. Two hours post-procedure, the patient began to experience tamponade. A pericardiocentesis was performed, a pericardial drain was placed and the patient was stabilized. The patient fully recovered and was discharged. The patient returned to the clinic on (B)(6) 2020 for a follow-up visit and was reported to be stable.